Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving prialt (ziconitide, snx-111) (9.5 mcg at 1.5) via an implantable pump for non-malignant pain. It was reported that the patient had a pump pocket infection. The pocket was checked by the healthcare provider but no interventions were taken.